Manufacturer narrative:
The outer sheath of a 9mm x 40mm precise pro rapid exchange (rx) self-expanding stent (ses) was released; however, it could not be withdrawn. Many attempts were made but it still could not be released, and the operator gave up the release of the stent. Therefore, it was replaced with a new pc stent (unknown) to complete the procedure. Per visual analysis, the stent of the unit was received 1.1 cm partially deployed. Additional information obtained states that the stent was released after removal from body. The device was stored in the cath lab in a device cabinet, for three months. The device was stored, handled, and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no anomaly noted prior to inserting into the patient. There was no damage to the device noticed prior to opening the package. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force applied during deployment of the stent. There was no difficulty removing the device from the sterile packaging. The target lesion was the carotid artery with eighty percent stenosis. The lesion was moderately calcified, with moderate tortuosity. There was no reported patient injury. The device was returned for analysis. One non-sterile precise pro rx 9x40 stent delivery system was received for analysis inside a plastic bag. The valve of the unit was received closed. Per visual analysis, the stent of the unit was received 1.1 cm partially deployed. No other anomalies observed. Per functional analysis, a deployment test was performed on the unit. The tuohy borst valve of the stent delivery system was opened, and the stent deployment test was successfully performed by retracting the outer sheath while holding the inner shaft in a fixed position. The stent was fully unsheathed/expanded as expected. No anomalies found. Per dimensional analysis, the stroke length (pin-pull sds) and the usable length of the stent delivery system were, and they were found within specification. A product history record (phr) review of lot 17955669 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses-deployment difficulty ¿ deployment difficulty - partial deployment¿ was confirmed since the stent of the unit was observed 1.1 cm partially deployed the way it was received for analysis. However, the cause of the partially deployed condition of the stent could not be conclusively determined during the analysis. Procedural and or handling factors such as the user¿s interaction with the device during use as well as vessel characteristic of a moderately calcified lesion with moderate tortuosity may have contributed to the reported event. According to the instructions for use (IFU) ¿preparation of stent delivery system: caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. Open the outer box to reveal the pouch containing the stent and delivery system. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. Close the stopcock attached to the tuohy borst y connection. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the outer sheath of a 9mm x 40mm precise pro rapid exchange (rx) self-expanding stent (ses) was released; however, it could not be withdrawn. Many attempts were made but it still could not be released and the operator gave up the release of the stent. Therefore, it was replaced with a new pc stent (unknown) to complete the procedure. There was no reported patient injury. Per visual analysis, the stent of the unit was received 1.1 cm partially deployed. Additional information obtained states that the stent was released after removal from body the device was stored in the cath lab in a device cabinet, for three months. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no difficulty experienced in prepping the device. There was no anomaly noted prior to inserting into the patient. There was no damage to the device noticed prior to opening the package. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force applied during deployment of the stent. There was no difficulty removing the device from the sterile packaging. The target lesion was the carotid artery with eighty percent stenosis. The lesion was moderately calcified, with moderate tortuosity. The device was not returned for evaluation.